Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -18.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.